Event description:
It was reported that an incisional hernia was repaired surgically 19 months after device implant. Additional information was requested.

Manufacturer narrative:
Correction: medwatch filed in error as event was previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 3007566237-2013-02683.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).